Event description:
An account called and stated that the base frame weld failed at the caster tube. There was no indication of pt involvement in this event.

Manufacturer narrative:
Upon complaint review it was determined that this condition has the potential to cause serious injury were it to reoccur. The technician replaced the base frame in order to resolve this issue.